Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing oversensing and innapropriate shocks. The physician elected to replace the lead and ICD at this time.